Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Subsequently, the customer did not remove the air from the syringe. There was no impact to the customer's blood glucose level as the pump was being used with saline.